Event description:
A physician reported that his pt presented to him with bleeding following an essure micro-insert implantation. An hsg was performed and the hsg report indicated that the micro-inserts may not be in a satisfactory location. On (B) (6) 2010 the physician removed both micro-inserts hysteroscopically; both micro inserts were located in the myometrium and easily removed. The physician had not communicated with the pt at the time this event was reported so it is unk if the bleeding resolved following micro-insert removal. The physician stated that he believes the essure micro-inserts were directly related to the pt's bleeding and it was medically necessary to remove them.